Event description:
The customer observed architect error messages 1150 (calibration failure, insufficient calibration replicates) and 1350 (unable to calculate result, no absorbance reads within absorbance range) for quality controls and patient samples when clinical chemistry alkaline phosphatase reagent lot 71628un10 was in use. The customer checked the reagent and noticed the r2 reagent was brown with deposits. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Contamination during use (B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.